Manufacturer narrative:
The manufacturer has received the sample and will evaluate. Results are expected soon. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.

Event description:
It was reported that fluid leakage upon flashing found that due to broken in distal site of tube.

Event description:
It was reported that there was fluid leakage upon flashing found that due to broken in distal site of tube.

Manufacturer narrative:
H11:section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. The following were reviewed as part of this investigation: patient severity, trend analysis, applicable previous investigation(s), sample (if available), and applicable fmea documents. Based on a review of this information, the following was concluded: the complaint of a damaged infusion set was confirmed; however, the root cause was not identified. The product returned for evaluation was five 20ga x 0.75¿ safestep safety infusion sets. Three of the samples were received in their original opened packaging and two were received in their original sealed packaging. Four of the samples, including the two sealed devices, were from manufacturing lot number asdns0140, and the remaining sample was from manufacturing lot number asdps0054. All five samples appeared unused and unremarkable. Functional examination of all five samples using a 12ml syringe revealed them to be patent to infusion and aspiration with no observed leaks. Three photographs of an additional infusion set were received. Usage residues were observed throughout the depicted device. A partially circumferential split was observed at the luer/tubing joint. The depicted device was not included with the returned samples. Device damage was observed in the device depicted in the supplied photographs; however, inspection of the photographs was insufficient to identify the cause of the damage. Consequently this complaint is confirmed as ¿cause unknown¿ at this time. The returned physical samples appeared to be non-complainant lot samples. A lot history review (lhr) review is not possible, as no manufacturing lot number has been provided by the complainant.